Manufacturer narrative:
Additional information was received on 13-apr-2023. Pericardiocentesis was performed and 100 ml of pericardial fluid was drained. Extended hospitalization was 1 day. As such, the h6: health effect - impact code has been updated. The patient was fine after being discharged. There were no abnormalities observed prior to/during use of the product. The physician commented that the issue was non-serious (moderate/minor). Because venous blood was drained, wire or other devices might have perforated. Relevant medical history]: none. [Laboratory test results]: unknown. The patient information section was updated as patient details were provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that pulmonary vein (pv) isolation was performed with the cryo and superior vena cava (svc) isolation was performed with radiofrequency (rf). The procedure was successfully completed. Delayed cardiac tamponade occurred four hours later, after the end of the procedure. Pericardiocentesis was performed. The patient was then transferred to ICU. Ablation was performed before tamponade was identified. It is unknown if steam pop occurred. Irrigation catheter¿s flow rate setting: 15m/min.

Manufacturer narrative:
Initial reporter phone : (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970201l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 31-may-2023. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The perforation might have occurred by wire or other devices. Outcome of the adverse event was fully recovered. No other relevant history. Force visualization features used were dashboard, vector, visitag. Additional filter used with the visitag was fot. Tag index was used. As such, the concomitant product section was updated, and unk carto 3 system was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).